Event description:
Customer reported that "during a resuscitation, at 5 minutes of birth, patient's heart rate read 40 and spo2 was 50; at 6 minutes of birth, patient's heart rate read 180 and spo2 was at 92."

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer. The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.